Event description:
Pt presented for ablation. The pt was prepped and ready for the procedure. Staff noted a communication problem between the two computers used by the mappinig device. Connections checked and cables replaced with no resolution of the problem. Co tech support contacted and suggested a few checks and procedures. Those were also unsuccessful. Co tech support determined that an on site tech would have to be called in to fix the problem and the device was not usable until that happened. Device failure increased the length of the procedure. As the procedure progressed there were also problems with fluoroscopy. The pt died 3 days later. The relationship of the mapping device failure to outcome is unk.